Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited under sensing. The lead was explanted and replaced. The patient was okay post operation.